Manufacturer narrative:
Combination product: yes.

Event description:
Lead was stable until recent upgrade from vr-t dx to crt-dx on (B)(6) 2025. Gradual increase in rv pacing impedance and rv threshold were noted on home monitoring and in-clinic device checks. The lead was explanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 52.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil, distal ring electrode and fixation helix were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the reported increasing impedance and thresholds. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.